Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "pain in both breast", breast implant feels rippled, and per first ultrasound the device shows a possible rupture. Patient has immune issues for the past five years-endometriosis, arthritis, crows disease, joints swelling, inflammation on the pelvis, hae (hereditary angioedema). Patient currently requires blood infusions 3 times a week. The device remains implanted. The events of immune issues, endometriosis, arthritis, crows disease, joints swelling, inflammation on the pelvis, and hereditary angioedema are unrelated to the implant.